Event description:
The customer reported that the insulin pump had an error alarm. Advised the customer that the insulin pump would be replaced. The customer's blood glucose reading was unknown. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed an error during the basic occlusion test as a result of a loose drive support disk.